Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided.. The image(s) was reviewed, and the complaint condition could not be confirmed since no device related issues could be observed in the x-ray provided. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the patient experienced a post op non-union of the fracture. On (B)(6) 2020, the patient underwent a removal of the unknown tibial nail along with the four (4) unknown locking screws due to a non-union of the fracture. Hardware removal was performed successfully. The surgeon then performed a total knee replacement. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant devices reported: nails: tibial (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 3). This report involves unknown screws: locking. This is report 3 of 5 for (B)(4).